Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer did not follow the prompts on the pump. The customer did not rewind the pump and pushed the reservoir into the pump giving himself 90 units of insulin. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer knows the cause of their low. Customer also called to inquire about active insulin and the sensor features. The insulin pump will not be returned for analysis.